Manufacturer narrative:
The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The lot number device is unknown; therefore, the manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the drill bit device was stuck inside the craniotome device. It was further reported that the drill bit device was left on the device when it was sent to sterile processing. It was reported that the operating room staff could not remove the drill bit device from the device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The product code, brand name, catalog number, and 510(k) were documented as unknown on the initial report. Product code and catalog number were updated a-crn-g1. Brand name and 510(k) were updated accordingly. The product lot number was reported as unknown in the initial report and has been updated accordingly. The device manufacture date was documented as unknown in the initial report. It has been updated to may 30, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter was stuck in the attachment. Therefore, the reported condition was confirmed. It was also determined that the device had corrosion. The assignable root cause was determined to be due to insufficient cleaning procedures which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.